Manufacturer narrative:
Unit received with stripped battery cap coin slot, bleeding glass (lcd board), minor scratches on lcd window, and cracked case at display window corners and battery tube threads.

Event description:
It was reported that the customer was unable to remove the battery cap from the insulin pump. His blood glucose level was 140 mg/dl. The product was returned. Nothing further to report.